Manufacturer narrative:
The customer contacted a siemens customer care center and reported that multiple standard deviations were failing system check. While troubleshooting the system check issue, the customer observed sparks at the pump panel at the location of the wiring harness. A siemens customer service engineer (cse) was dispatched to the customer's site. On (B)(6) 2021, the cse found a wiring harness wire rubbing against the frame, causing the insulative plastic coating to come off. As a result, the wire was exposed and was sparking against the frame. The cse removed and reinstalled the wire. The cse also reconfigured the hm and loci modules, primed the instrument, checked alignments, primed all hm cleaners and wash, and ran system check and quality controls, which recovered within acceptable ranges. Siemens further investigated the issue and determined that the voltage to the pump panel is low (24 volts dc) and is a minimal hazard. The customer did not come in contact with the voltage, and the shock potential is very low. It is unknown how the wire became lodged against the bracket, causing this condition. After the service visit, the instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
While troubleshooting an error on the dimension exl with lm instrument, the customer reported a wiring harness at the pump panel door was sparking against the instrument frame. The customer shut down the instrument. The customer did not contact the spark and there were no reports of smoke, flames, or injuries. The customer had an alternate instrument to use and also sent samples offsite for testing while the instrument was powered off. The laboratory staff did not require medical intervention. There are no known reports of adverse health consequences due to this event.